Manufacturer narrative:
The pet lock was intact on the proximal end of the pusher assembly. The introducer sheath was advanced distally pass the mid-joint on the pusher assembly, to the proximal end of the embolization coil. The embolization coil was intact with its pusher assembly. The outer diameter (od) of the embolization coil was measured and found to be within specification. Evaluation of the returned device revealed no visible damage to the introducer sheath. However, during evaluation it was noticed that the proximal end of the embolization coil was stuck inside the introducer sheath friction lock. This type of damage likely occurred due to improper handling during use. If the introducer sheath is advanced distally pass the mid-joint on the pusher assembly, resistance will be experienced. Further advancement of the introducer sheath until the friction lock over the proximal end of the embolization coil, will likely result in the embolization coil being stuck inside the introducer sheath and resistance may be experienced. The proximal end of the embolization coil being stuck inside the friction lock of the introducer sheath likely contributed to the resistance experienced while attempting to advance the pod4 into the microcatheter. Further evaluation of the returned device revealed that the od of the embolization coil was measured and found to be within specification. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-00877.

Event description:
The patient was undergoing a coil embolization procedure using pod4s. During the procedure, while attempting to advance two pod4s into a non-penumbra microcatheter, the physician experienced resistance and the pod4s were unable to advance out the introducer sheaths. Therefore, the introducer sheaths containing the pod4 were removed and the procedure was completed using a pod5. It was also reported that the physician experienced a lot of friction while attempting to advance the pod4s out of their introducer sheaths on the back table. There was no report of an adverse effect to the patient.